Event description:
It was reported the lead was explanted and replaced due to oversensing that led to 2 inappropriate shocks. No further patient complications were reported as a result of this event. Additional information reports the physician felt the oversensing may have been related to crosstalk.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed.